Manufacturer narrative:
Product evaluation: only a broken haptic was returned, placed inside a qualified cartridge. An inadequate amount of solution was observed in the cartridge. The haptic is broken at the gusset area and is located in the loading area. The haptic distal tip is oriented toward the opening of the cartridge. The cartridge tip has stress lines. The cartridge wing tabs show evidence of being placed into a handpiece. The file indicated that the remainder of the lens was inserted and removed from the eye, then discarded. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified lens/cartridge combination was used. A non-qualified viscoelastic was used. The reported broken haptic damage was observed. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. An inadequate amount of viscoelastic was also observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: 2019-58991.

Event description:
Additional information was received indicating the patient was hospitalized for two days postoperatively and was back to hospital of origin for follow-up. With a non astigmatic corrective iol implanted, there was no mitigation effect of astigmatism. After the patient was back to the hospital of origin, the surgeon did not received information that any issues occurred.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, the trailing haptic was torn and remained in the cartridge when the iol was being implanted into the patient's eye. The iol was removed from the patient's eye and another lens was implanted. An enlarged incision was required during the procedure. Additional information has been required.